Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having trouble with the unit that controls the stimulator. Patient stated it can be fully charged but when they get ready to charge the implanted neurostimulator they are getting poor charge quality since about 4 weeks ago patient verified they have not had any traumas or falls. Patient verified they can feel the implant through the skin and it feels like it is sitting flat in the pocket. Patient has tried to position the recharger paddle in different areas but it will not show anything but poor charge quality. Pt did reset the controller and that helped for a short time but then it went back to poor quality. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.